Event description:
It was reported that during a navigated biopsy, the screen froze and the system was re-booted. After the reboot, the trajectory was 5-10 mm superior to that of the original trajectory, and outside the boundaries of the tumor. At this point, the software was closed and reopened. After the software was re-opened, the trajectory was somewhere between the two previous trajectories (ie. It was superior to the initial but inferior to the one shown upon reboot). The surgeon decided to rely on the information given by the system prior to the screen locking up. The biopsy was successfully completed with no significant delay.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. The device was returned to the manufacturer for investigation. The investigation is ongoing. When the investigation is complete, a follow up report will be filed.